Event description:
It was reported via repair work order that the auxiliary power cord was missing the ground pin and it was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.